Event description:
It was reported that the pta balloon ruptured and then detached during retraction. The access site was slightly enlarged and the detached balloon segment was successfully removed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.